Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following two intraocular lens (iol) implant procedures, two patients developed endophthalmitis. Additional information has been requested. This medical device report is for one of two patients.